Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient says that they had an unrelated surgery on (B)(6), and then went to a rehab center, and ever since then they have been having trouble charging ins. Patient says that when they tried to charge it would start and stop and they could never get it to continue charging. Patient was seeing eri (elective replacement interval) code. Agent reviewed meaning of code and redirected to healthcare provider. Reviewed to press the button that looks like a speaker to bypass, but pt says that they have done that and it still wont charge. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Provided national answering service number for pt to give to rehab center if they would like a manufacturer representative (rep) to come out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.